Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that this lead was twice repositioned due to dislodgement during one month implantation period. No adverse patient side effects were reported. The lead was explanted and returned for analysis.